Event description:
It was reported that the lens was dry. There was no patient contact. Another lens was used to complete the surgery.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.